Manufacturer narrative:
The instructions for use (IFU) which accompanies this device contains guidance and instructions regarding proper imaging protocols.

Manufacturer narrative:
On 09/15/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/13/2016 a medtronic representative, following-up at the site, reported observing a subsequent procedure performed by this same surgeon, using the same navigation system and a second navigation system at the same time. The medtronic representative, along with a medtronic ent representative, found they were inaccurate inferiorly at the skull base by 2-3 millimeters on both systems. Review of images of the tracer patterns, reveal the exams have a very limited field of view (fov), which limits the surgeon's ability to trace further back on the head and pull the registration back. It was deemed likely this is what was causing the reported issue.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, and while using non-invasive patient tracker (nipt), when surgeon got inside sinus the suctions track 3-5 millimeters low (superior and inferior) with both 70 degree suction and straight suction. All other tracking positions are accurate. All instruments register without issue, metal interference does not seem to be a cause and stated patient scans were not old. In trouble-shooting, the emitter was at 3 o clock position, used tracer registration. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.